Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize a fully-charged battery. As a result, the device may be unable to power on to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to the readiness display and flex cable. The customer declined to have the device repaired and to have it returned to them. Physio returned the device to the customer without performing any repairs.

Event description:
The customer contacted physio-control to report that their device does not recognize a fully-charged battery. As a result, the device may be unable to power on to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.